Event description:
The pt was implanted with a monarc sling system on (B)(6) 2010. It was reported the pt experienced. Pain, discomfort, worsening incontinence, and permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.